Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with dry eye, gritty, red, light sensitivity, and burning symptoms on both eyes (ou) post treatment. Topical steroid dosage was increased. It was stated that the patient experienced a loss of best corrected visual acuity (bcva). The patient¿s comments were of scratchy, squinting a lot and right eye seems swollen. The patient reported that could not drive and sensitive to light. The patient reported the symptoms are interfering with daily activities and the event is lasting and disabling. Bcva from (B)(6) 2018; right eye pre-op 20/20 -1.00 x -1.00 x 115, left eye pre-op 20/20 -1.25 x -1.25 x 68. Bcva from (B)(6) 2018: right eye post-op 20/25, left eye post-op 20/30. Bcva from (B)(6) 2018: right eye post-op 20/20 .00 x -1.00 x 71, left eye post-op 20/20 -.50 x -.50 x 95.